Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the cardiac arrhythmia procedure was completed as planned by restarting the system. The philips remote service engineer (rse) analysed the system log file remotely and identified issues related to flexvision pc. A philips field service engineer (fse) inspected the system onsite and confirmed flex pc network connectivity lost. The fse replaced flexvision switching pc to resolve the issue temporarily. Later, the issue reoccurred, the device returned to full functionality by replacing the dvi 6-fold splitter chassis and media wall. After replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the issue was resolved via a restart, which allowed for procedural continuation. If an issue occurs during a procedure, a warm/fast restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the issue may resolve, allowing for continuation and completion of the procedure. An issue which can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur and as such philips concludes that the complaint is not reportable the codes have been updated based on the investigation's outcome.

Event description:
It has been reported to philips that the flexvision monitor shut off. The system was in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.